Event description:
It was reported by the affiliate that during a lap colectomy procedure, the ace shears were being used with hand activation. When the surgeon switched from his dominant to non-dominant hand, the hand activation failed to operate intermittently. No error message given by the gen. Footswitch had to be used. No pt consequence. 1 device returning.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be an MDR malfunction. The device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the device. The batch records were reviewed and no anomalies were noted during the mfg process.